Manufacturer narrative:
Resolution has been requested from the field representative who later reported that no note was made in the patient's file about these lead issues. Based upon the daily measurement screen it appeared the device was checked after the sensing/impedance changes occurred and before this recent check. It was unknown who did the interrogations prior to. The physician did not specify if or when the lead would be revised. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized for an exacerbation of heart failure. Upon an interrogation, p-waves decreased from 3-4 mv to .5-.6 mv along with pacing impedances changes from 500 to 2000 ohms on this atrial lead. Noise and loss of capture were also noted on this ra lead. There was suspicion of lead fracture. As a result atrial daily measurements and enhancement had been programmed off. It was unclear if this noise resulted in inhibition as the patient's own intrinsic was present. Of note, it was reported that these lead issues occurred over 6 months prior. However, the patient did have a recent interrogation about a month ago and no report of lead issues at that time.